Event description:
The problem began in mid-july 2005. I had been wearing acuvue soft lenses for 12 years and never experienced a problem. In july, I switched from acuvue advance to acuvue oasis and began experiencing what seemed like an allergic reaction, itchy, red eyes and inability to use contacts. I figured it was from the lenses, so I went back to the advance. The problem persisted and soon developed into an infection -complete with redness, itching, and severe swelling- which consequently incurred a severe migraine with visual aura. The severity of the migraine caused me to be hospitalized for 2 days due to the fact I had never experienced that type of symptom. Since july I have been to my optometrist once a week battling an eye infection. I have been on tobradex 3 times in effort to rid myself of this infection. Only after the third run with antibiotics did I decide to change my contact lens solution. Having done this only, a few days ago, the swelling has diminished as well as the irritation. Today I learned of the recall on the complete 12oz solutions and while I have discarded the empty bottles, it is the only solution I have been using. I believe that the infection could very probably have been caused by the contamination of solution, since it was recurring over 5 months and the episodes occurred only following the use of my lenses and thus the complete solution.